Manufacturer narrative:
Product event summary: the pscc100 catheter of lot 0012656385 was returned and analyzed. Visual inspection was carried out. The catheter appears intact without any visible issues. Catheter to a test catheter interface cable (cic) connection evaluation was carried out/ the catheter was connected to a test cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter identification and ablation testing was carried out. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries was successfully performed. X-ray imaging confirmed electrode wire detached from electrode ring e3. Electrical continuity test revealed electrode ring e3 open loop. In conclusion, the catheter failed the returned product inspection due to an electrode wire detached from the electrode ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, a noisy electrogram was observed and electrode 3 was not working, appearing blacked out on another manufacturer's mapping system. The pin block and electrogram cable were checked to rule out other issues, and these were not identified as the cause. The catheter was replaced, and the issue was resolved with the new catheter. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.